Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. Internal karl storz reference number: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the procedure, the manipulator rod broke. The procedure was completed with a delay of less than 15 minutes. No one was injured. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the returned article has been inspected. It can be confirmed that the weld seam is broken. This was caused by excessive lateral stress on the rod (e.g. Due to levering, etc.), which led to the breakage. This can be seen from the bent inner guide pin. The above conducted investigations did not reaveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).